Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. The customer reported changing their site in an attempt to resolve the issue. Customer also reported insulin did not exit when they attempted to bolus. The customer declined to be transferred to the helpline. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.